Event description:
It was reported that the device exhibited poor sensing. The sensing values ranged from 1.5 mv to 2.3 mv and then to zero. The electrophysiologist noted that the lead may be flexing in the heart, causing different sensing vectors. The device could not be programmed to unipolar due to oversensing. Therefore the device remained in bipolar and the patient will be monitored.